Event description:
It was reported that during a cholecystectomy procedure, the device didn't apply the clips as intended. The clips were crossed; reason for which the cystic duct was not properly sealed. Another like device was used to complete the procedure. The procedure was prolonged by 30 minutes and the patient needed an extension of the hospitalization of two days.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned and yielded. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and one scissored clip was fed and formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Based on the information provided, file has been updated to a malfunction as the reason for the second admission was not for any specific medical problem, but just to be sure the patient was having no problems.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: clips used above the cystic duct. After the removal, the duct was not perfectly intact. Intervention on the cholecyst (not in emergency). The patient status is ok. The surgeons are using this device from more than 15-20 years. The patient was taken in hospital for other 2 days only as a precaution because the surgeons were worried that the maneuver used to remove the malformed clips could have damaged the duct.